Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for the initial reported alarms. The signals in the rdf indicate that the spectra optia system operated as intended. A terumo bct service technician checked out the machine at the customer site. The machine was functionally checked out during preventative maintenance. No problems were found. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported the death of a sickle cell patient with a history of strokes and brain bleeds during a follow-up conversation about specta optia fluid balance alarms. The patient's death occurred approximately 3 weeks after the patient's red blood cell exchange (rbcx) procedure on the spectra optia device. The customer stated that the procedure was not responsible for the patient death. The doctors at the customer site contributed the patient death to be another brain bleed. The customer declined to provide patient ID, how cause of death was determined and autopsy results. Terumo bct is awaiting return of the disposable set for evaluation. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information is provided. Investigation: per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: mds attributed brain bleed to be the cause of the patient's death. A specific root cause for air entering the set is undetermined. Possible root causes include butare not limited to:- issues with the patient¿s inlet access- poor connection between the patient¿s access and the inlet line based on the physician's statement, the part evaluation, the DHR search and the service call,the cause of death 3 three weeks after the tpe procedure was due to the patient's medical conditions. Corrected investigation: a used optia exchange set, containing blood, was returned for investigation. It was noted that blood had circulated throughout the set. Additionally, all product bags were removed and not returned with the set. The disposable set was visually evaluated for any mis- assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. No kinks or mis-assemblies were found. All pressure sensors were inspected and determined to be functioning properly. Hemostats and gravity were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. The set was inspected for possible air block and air was noted in the following locations: in the inlet line near the 3 to 1 manifold. In the inlet line trap. In the inlet line directly down stream from the centrifuge pressure. Based on the locations of the air, air bubbles entered the channel lines and created air block preventing proper movement of fluid. This resulted in cps and fluid balance alarms. A specific root cause for air entering the set is undetermined. Possible root causes include but are not limited to:-issues with the patient¿s inlet access.-poor connection between the patient¿s access and the inlet line.

Manufacturer narrative:
A used optia exchange set, containing blood, was returned to terumo bct for investigation. It was noted that blood had circulated throughout the set. Additionally, all product bags were removed and not returned with the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. No kinks or mis-assemblies were found. All pressure sensors were inspected and determined to be functioning properly. Hemostats and gravity were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Updated root cause: mds attributed brain bleed to be the cause of the patient's death. A specific root cause for air entering the set is undetermined. Possible root causes include but are not limited to:- issues with the patient¿s inlet access- poor connection between the patient¿s access and the inlet line based on the physician's statement, the part evaluation, the DHR search and the service call, the cause of death 3 three weeks after the tpe procedure was due to the patient's medical conditions. Per internal medical review, there is no current evidence to suggest that the device caused or contributed to the patient's death.